Manufacturer narrative:
Per the instructions for use, device malposition and regurgitation requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, and movement of the delivery system by the operator. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, the cause of the aortic malposition is unknown; however, the cause of the pvl was noted as due to the valve being aortic. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.

Event description:
During transfemoral deployment of a sapien valve, with sufficient drop in bp, the valve moved slightly aortic leaving moderate paravalvular leak (pvl). A second valve was deployed lower, resulting in mild pvl. The heavily calcified aortic valve measured 25mm by tee. The valve was initially positioned 50/50, and landed 70:30 aortic/ventricular. It was decided since the max volume was put into the delivery system already that post dilating would not fix the pvl. A second valve was prepared and deployed lower, 50:50, resulting in mild pvl. It is unknown why the valve moved aortic. The team did a slow deployment as usual with rapid pacing and bp <50.